Event description:
In 2009, it was reported that the kinair medsurg bed lost power and deflated without command by the user, while the pt was mechanically ventilated. There was no injury reported.

Manufacturer narrative:
Evaluation of the device determined that the power cord may have been inadvertently dislodged from the under bed inverter during use, causing the bed to lose power and deflate.